Event description:
(B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. During the procedure, the patient developed a left bundle branch block after pre balloon aortic valvuloplasty (bav). No treatment was provided. The device was successfully implanted with a final implant depth of 6.24mm and the patient remain hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device malposition and heart block (left bundle branch block/lbbb) was reported. Information from the field indicated that the patient did not have a history of this type of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 6.24mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient developed the lbbb after the valvuloplasty and prior to the valve implant. Based on available information, the reported heart block appears to be related to procedural conditions (valvuloplasty caused heart block). A cause for the reported device malposition could not be conclusively determined. It is possible that patient anatomy or procedural conditions contributed to the deeper implant depth. However, no information was received regarding the malposition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.